Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cannula. Reportedly, customer changed out the infusion set supplies to address the issue. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received. Customer¿s blood glucose level was 200 mg/dl.